Manufacturer narrative:
Image analysis: two still images of the distal end of a stent device have been provided for review. It is possible stent deformation is evident however the images are of poor quality and no complaint can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute onyx coronary drug eluting stent was crushed easily when attempting to move the stent back in the patient. The stent was being used during a staged percutaneous coronary intervention (pci) of the left circumflex (lcx) artery which had 60-70% stenosis. The device was inspected prior to use with no issues. Resistance was not noted while advancing the device to the lesion. It was detailed that a 6f non-medtronic guide catheter was inserted via the right radial artery. A 2.5x20mm sprinter legend balloon was used to pre-dilated the lesion to 14 atm for 14 seconds, 14 atm for 9 seconds, and 16 atm for 8 seconds. The resolute onyx stent was then inserted but was removed as the stent fail to cross. The lesion was further pre-dilated with a 2.5x20mm non-medtronic balloon to 14 atm for 10 seconds and 14 atm for 9 seconds. An attempt was made to re-insert the resolute onyx stent, but the stent was again removed as the stent fail to cross and the crushed stent was noted. The lesion was further pre-dilated with a 2.5x20mm non-medtronic balloon to 16 atm for 15 seconds. There is no complaint against the 2.5x20mm sprinter legend balloon used. The patient is stable. No patient complications have been reported as a result of this event.